Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11. The product was returned for analysis and the reported complaint was confirmed. The device loose in the product carton the lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger is advanced to the depth guard. The lens is advanced into the nozzle tip. The trailing haptic is extended straight with distal portion facing the lens bay. The leading haptic is folded onto the optic. We are unable to determine the root cause for the reported complaint "trailing haptic was found extended". Straight trailing haptic was observed. Straight trailing haptic may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly. If the operating room temperature is too high (> 23 degrees c / 73 degrees f) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The dfu instructs: "visually inspect the lens to determine the position of the leading and trailing haptics. Verify that the plunger is in contact with the trailing optic edge." Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that a trailing haptic was found extended before insertion. The surgery was performed and completed after replacing the product with another one.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).